Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the proximal segment of the lead was returned and analyzed; analysis revealed the distal conductor was fractured. There was blood/body fluid (not obstructed) on the proximal conductor, a breached cut, cosmetic depression, and breached depression on the outer insulation, and the lead was flexed near the anchoring sleeve.

Event description:
It was reported that the right atrial lead had high impedance and there were multiple atrial high rate (ahr) events showing non-physiologic intervals. A lead warning was also noted on interrogation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.